Manufacturer narrative:
Result of investigation: during the technical inspection, the error description provided by the customer, "hazy image during procedure", could be confirmed. During the examination of the optics, a crack was found in the optical rod lens system, which may have been caused by the impact marks on the shaft. Severe scratches can be seen on the front of the distal end. The imaging is negatively affected by the chip and shows blurring in the upper left edge of the image. The damage found cannot be attributed to a manufacturing/production defect. Such damage is caused by improper clinical use/clinical reprocessing. This event is filed under internal complaint ID: (B)(4).

Event description:
It was reported that there was a hazy image during procedure. The procedure was completed successfully with a less than 5 min delay. No negative impact in state of health reported.

Manufacturer narrative:
The device will be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID_(B)(4).

Manufacturer narrative:
The device will be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).